Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing impedance measurements on the right ventricular (rv) lead. No noise and no concerns for lead failure. At this time, the product remains in service and no adverse patient effects were reported.